Event description:
On (B)(6) 2012, the patient reported blood glucose (bg) was 18mmol/l with extreme thirst and the patient said that she treated herself successfully at home. It was noted that about once every four days the pump reboots without user intervention. The patient revealed that the issue began about three weeks ago; she continued to use the pump. No battery cap or compartment damage was reported and no visible moisture was noted. The battery cap was reportedly new as of one month ago and was said to be secure at the time of the contact. This complaint is being reported based on the following conclusion: although there was no allegation that the power issue caused the hyperglycemic event, the pump may have contributed to the incident.

Manufacturer narrative:
The patient admitted that the pump remained in use even though it was known to have a power issue for about three weeks. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to duplicate the alleged issue of the pump rebooting without user intervention. The pump was exercised for 24 hours with returned battery cap, no power loss or rebooting was duplicated. The pump was tested on a 29 hour flow test and was found to be delivering within the required specification. No power on resets observed in the black box. No damage was found to the battery compartment. The returned battery cap has no damage and was able to fully tighten to the pump, with no visible yellow o ring showing. The pump passed a battery cap functional test. The battery cap contact height and width were found to be within specifications. Unrelated to this complaint, the pump booted with a faded pinkish display screen, but booted to normal contrast with a test screen.